Event description:
The duett sealing device was deployed following a catheterization procedure. Loss of lower extremity pulses was noted after the deployment. The ischemia was treated with a surgical intervention. Following the initial surgery, the pt required add'l surgery to the leg for grafting, with no further complications reported.